Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the tamper seal was removed, damaged front case, and a scratched lens. Review of the error history log (ehl) found "error 1210" from (B)(6) 2007 8:37:00 am. The reported complaint was not duplicated during functional testing. Upon powering up the device, error code "lec 1210" was displayed. Internal inspection of the device did not find any internal damage to the device. The lec 1210 error code occurs when there is a program corruption in the flash eprom. Root cause of the corrupted software could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommend to replace the pwa board, front housing and lens.

Event description:
Additional information: patient involvement is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, an error message occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.